Event description:
It was reported via repair work order that there was no power due to power cord was disconnected from inlet filter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.